Event description:
Caller reported that a malfunction occurred on pump but did not result in any adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump, after which malfunction did not recur. Customer resumed sensor session and insulin process with guidance from technical support, and was instructed to continue using pump and to call back if malfunction code recurs.